Manufacturer narrative:
Investigation conclusion: no issues were found with the assay when the retains were run. The false positives were most likely due to contamination of the sample as the customer confirmed sourcing issues for the elongated filter tips used. Root cause: no problem found. Source: email.

Event description:
Customer reporting 1 false positive sars result. Customer communicated the result was confirmed negative with another assay (unknown method of confirmation assay and symptom status of patient).